Event description:
It has been reported to philips that system will not boot up. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the system will not power on. The philips engineer suggested service, since the customer stated the issue was resolved by them, so this case has been cancelled and service has not been provided from the philips. To date, no further information was received.the codes were updated based on the investigation outcome.